Manufacturer narrative:
This report is associated with (B)(4), corega. Corega is marketed in the us as poligrip.

Event description:
Laryngeal edema [laryngeal edema] allergic reaction [allergic reaction] this case was reported by a dentist via market research programs and described the occurrence of laryngeal edema in a (B)(6) female patient who received gsk denture adhesive (formulation unknown) (corega) unknown for drug use for unknown indication. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced laryngeal edema (serious criteria gsk medically significant) and allergic reaction. On an unknown date, the outcome of the laryngeal edema and allergic reaction were not reported. It was unknown if the reporter considered the laryngeal edema and allergic reaction to be related to corega. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient was aged 30 to 40 years. The patient received corega extra strong. Follow up received 25 february 2016: the patient was an (B)(6) male. The patient started corega extra strong in (B)(6) 2014. The patient experienced laryngeal edema (serious criteria clinically significant, hospitalization, gsk medically significant) and allergic reaction (serious criteria clinically significant) in (B)(6) 2014. Corega extra strong was withdrawn in (B)(6) 2014. The events resolved. The reporter considered it unlikely that the events were related to corega extra strong. The patient informed the dentist that he had been hospitalized again for laryngeal edema at an unknown time after discontinuation of corega extra strong.